Manufacturer narrative:
Additional narrative: investigation at the (B)(4) shows that this flexible shaft handle is part of the flexible reamer sets and used if reaming of the medullary canal is desired for implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and cannulated tibial nails. One flexible shaft handle with quick connect coupling (part number 351.15, lot number 2068408) was received with the complaint category of ¿missing component/feature.¿ the complaint condition is confirmed as the device is missing a set screw. While it cannot be definitively determined, it is most probable that the method of use and handling resulted in the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition, however, it is most probable that disassembly for cleaning, and subsequent loss of the set screw and/or improper reassembly led to the missing components. This investigation summary was approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 07. July 2003. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was discovered that after sterile processing a flexible shaft handle with quick coupling was missing a set screw and is not able to connect. There was no patient or procedure was involved. This is report 1 of 1 for (B)(4).